Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room with complaints of dizziness, syncope and a low heart rate in the 30 beat per minute range. Upon interrogation it was found that there was increased threshold measurements with intermittent right ventricular (rv) capture. A temporary pacing wire was placed and the patient was transferred to a different hospital. The following day a revision procedure was performed where another manufacturer's rv lead was surgically abandoned. The cause of the intermittent loss of capture was unknown as there were no significant findings under fluoroscopy. The device remains in service. No additional adverse patient effects were reported.